Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube joint was out from the correct point. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of event is most likely related to the operator's technique. Based on the investigation and the similar cases in the past, it was known that the failure of releasing the loop might be caused by catching the loop in between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. Also, it was known that the gap on the position of the tube joint might be caused by excessive stress due to inserting and withdrawing the tube sheath while hard angulation of the scope. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined.as the result of checking the manufacturing record of the same lot, there was nothing abnormal detected.a supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the subject device was inserted into the patient as usual during the procedure. It was unknown details of the procedure. The doctor couldn't release the loop of the subject device after ligating tissue. The doctor severed the insertion portion of the subject device and retrieved the fragment with the biopsy forceps. The procedure was finished by using the forceps to anchor the 'loop in place'. There was no other patient injury regarding this report.